Manufacturer narrative:
The device is not returned; as such an actual device evaluation is not performed. Despite repeated requests, the castors have not been returned nor have photos being provided to help understand the failure. Without this a meaningful investigation cannot be performed. It is important that the six monthly maintenance as directed in the IFU is carried out. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
Additional information for this event is not known as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, one of the device castors was damaged. The device can be moved but movement is bumpy. There is no reported harm or adverse impact to patient or staff.